Event description:
On (B)(6) 2013, it was reported that the patient's mother found her daughter's infusion device was in stop mode. The mother is certain she did not put the device in stop mode and the device is locked, so her daughter would not have been able to do it. She checked the device history and found no errors or alarms warning that the device would have been switched to stop mode. She also stated that the device was not beeping to indicate that it was in stop mode. No adverse event was reported. The infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.